Manufacturer narrative:
Disposition not presently known.

Event description:
It was reported that a carbomedics standard m7-033 was implanted on (B)(6) 2017. On (B)(6) 2018, the patient was admitted to the emergency room. It was reported that there was a possible device dysfunction; however, no other information was provided.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to follow up but was unable to obtain further information. As the device was not available for analysis, and limited information was provided, no investigation can be performed and the root cause of the event cannot be determined. Nevertheless, based on the document review performed, no evidence of manufacturing deficiency was identified. Unable to follow up; not returned.